Event description:
It was reported that prior to the operating on the patient the core universal driver had metal shavings coming out of the device. No adverse consequences to the user or patient were reported, as a result of this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that prior to the operating on the patient the core universal driver had metal shavings coming out of the device. No adverse consequences to the user or patient were reported, as a result of this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Upon disassembly for visual inspection widespread internal corrosion was found.